Manufacturer narrative:
Both rods were broken at different times. 1st rod was broken in (B)(6) 2018, no other details were given. For the second rod, the patient bent over and felt a pop. (B)(4). Exemption e2017030.

Event description:
Both rods were broken at different times. 1st rod was broken in (B)(6) 2018, no other details were given. For the second rod, the patient bent over and felt a pop.